Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An clinical manager reported that a pt who underwent bilateral lasik was diagnosed with diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The pt reported slight foreign body sensation, and had no visual complaints. The topical steroid drops were increased. Additional info received states that the pt was seen in follow up and was noted to have no dlk. The pt is no longer on topical steroids and symptoms are clear. There are two medical device reports associated with this event. This report is for the pt's right eye.